Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "complication derived from the use of the catheter, puncture obtaining return of venous characteristics, advancing the guide up to 4cm with resistance so it is removed together with the introducer, it is evident the catheter guide becomes lax when passing". Additional information received clarified that the guidewire was "unraveled and folded". No patient harm reported. The patient's con dition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned a single guide wire and product lidstock for analysis. No obvious signs of use were observed on the returned guide wire. Visual analysis revealed the guide wire was unraveled from the distal end and is kinked/bent in multiple locations along the body. The core wire distal j-bend was deformed and exposed out of the coil wire. Microscopic examination of the guide wire confirmed the core wire was broken towards to the distal weld. Both welds were present and appeared full and spherical. Visual inspection of the needle could not be performed as the needle was not returned. The major kinks/bends in the guide wire body measured 132mm, 326mm, and 366mm from proximal weld. The broken core wire measured 452mm, which is within the specification limits of 449.2mm - 458.8mm per guide wire product drawing; therefore , no pieces of the core wire appear to be missing. The outer diameter of the guide wire measured 0.436mm, which is within the specification limits of 0.432mm - 0.457mm per guide wire product drawing. Dimensional analysis of the needle could not be performed as the needle was not returned for analysis. Functional testing of the returned guide wire could not be performed due to the damage to the returned guide wire. Functional analysis of the needle cannot be performed as the needle was not returned for analysis. A manual tug test revealed that the proximal weld is intact. A device history record review was performed and a finding was found. A non-conformance was initiated for lot 14p21d0094 regarding to exposed material (improperly packed). However, the finding is not relevant to this investigation due to the nature of the complaint. The instructions for use provided with this product warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken towards the distal weld. The guide wire passed all dimensional inspection. A device history record review revealed a finding, but it was not relevant to the investigation, and thus, did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event, however, the probable cause of guide wire and needle resistance could not be determined based upon the information provided and without the needle being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "complication derived from the use of the catheter, puncture obtaining return of venous characteristics, advancing the guide up to 4cm with resistance so it is removed together with the introducer, it is evident the catheter guide becomes lax when passing". Additional information received clarified that the guidewire was "unraveled and folded". No patient harm reported. The patient's condition is reported as fine.